Event description:
It was reported that during follow-up, a stored episode of noise was noted. The physician suspected electro-magnetic interference, as date of the event coincides with the patients other clinical treatment. Additionally during a capture threshold test, post-paced t wave oversensing were observed. The physician elected not to make any programming changes. Patient condition was good.